Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and concomitant pacemkaer received an inappropriate shock in (B)(6) 2016 due to t-wave oversensing. Smart pass was enabled at that time. Then in (B)(6) 2017, the patient had another 3 inappropriate shocks. Double counting was observed and smart pass was now off. One of the shocks induced vf, but the device detected and converted appropriately. Futher testing was unable to reproduce oversensing or morphology change with positioning. Smart pass was turned back on and conditional shock zone increased. The patient and clinic were encouraged by boston scientific technical services (ts) to connect the patient to remote monitoring to further monitor. No adverse events.